Event description:
It was reported that via merlin.net, non-sustained lead noise due to post paced t wave over sensing on the ventricular lead was observed. Programming changes were recommended and will be made during patients next follow-up.